Manufacturer narrative:
Block b4/g3: corrected aware date from 9/16/2021 to 1/18/2019.

Manufacturer narrative:
The patient's date of birth is unknown. This information was not available from the facility. Cross reference MFR report numbers: 3009784280-2019-00053, 3009784280-2019-00054. (B)(6). PMA number is not applicable. The device is a non-commercial product with a ce mark that was used as part of a clinical study. The stellarex device was discarded by the facility, thus no returned product investigation was performed. Although the cause of the occlusion is unrelated to the study device, occlusion is listed in the IFU as a potential complications/ adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2017, three stellarex catheters were used to treat the target lesion of the right mid and distal sfa. Approximately 17 months post index procedure, the patient experienced an occlusion on the right sfa. A successful revascularization of the target lesion was performed (B)(6) 2019. The physician indicated this is not related to the study device or procedure.